Event description:
The patient contacted animas on (B)(6) 2012 alleging elevated blood glucose (bg) of 14 mmol/l (252 mg/dl) without signs or symptoms of hyperglycemia or diabetic ketoacidosis. The patient stated the pump was alarming to replace the battery. At the time of the call, the patient was not able to review the pump history for an occlusion. The patient stated the pump would not move past the replace battery alarm after replacing the battery twice. The reported elevated bg does not meet the criteria of a reportable adverse event.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed one occlusion alarm. On testing, a rewind, load and prime sequence and full functionality testing was not able to be performed due to a replace battery alarm. The audio bolus button was not functional. The audio bolus button was removed for investigation and revealed black contamination in between the bolus button and the case seal. Moisture was noted in the bolus button. On inspection of the cartridge compartment, the piston cap was noted to be missing from the piston. The piston itself was damaged with several holes and jagged edges and pieces missing. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.